Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04902 for the associated device info. It was reported to boston scientific corp on (B)(6) 2009 that two maxforce tts high performance balloon dilatation catheter devices were used during an esophageal dilation procedure. According to the complainant, during the procedure, the balloon was being used to dilate a stricture in the esophagus. After dilation, the balloon did not completely deflate. There was difficulty removing the balloon from the scope. A second balloon was used and the same difficulties were encountered. A vacuum was not applied to the catheters before insertion into the scope. The alliance inflation device was filled to 35 ml for each dilation. The procedure was completed with a third maxforce tts high performance balloon dilatation catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the device manufacture and exp dates are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device eval has not been performed; the cause of the reported malfunction is undetermined. (B)(4).